Event description:
It was reported that bd nexiva leaked from the hub. The following information was provided by the initial reporter: when placing a nexiva IV, the nurse reported a malfunction that led to blood/fluid leaking out of the hub after placement. No other patient harm or nurse harm reported other than blood exposure (this is the second incident of this in one week at this hospital, different lot this time. Last incident was emailed to you on 10/11).

Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 383539 and lot number 4156834. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.